Event description:
The customer reported that the images were white dots and blurred, then the screen was black with no image. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps2 power supply was replaced. The system was then found to be operating as intended.